Event description:
PICC line procedure performed using bard solo PICC 2 kit with modified seldinger procedure. Guidewire inserted and microintroducer passed over guidewire. Upon removal of guidewire noted resistance in microintroducer. Microintroducer removed and tip of catheter looked to be missing but was actually inside the introducer and when removed, the catheter tip was noted to be bent. Here was no harm but the other PICC nurse reported she had attempted to start a PICC line the week prior and was unable to thread it due to feeling resistance and again, when removing, she noticed the tip of the catheter was bent in the same place as this one. Unknown patient name for that attempt since she initially did not identify this as a potential defect with this PICC solo kit. All bard solo PICC 2 kits with lot number rejw2371 were removed from inventory (two) and for subsequent PICC line insertions, a different lot number was used without difficulty. This is being reported since we have never had a issue with the tip bending on insertion prior to this and felt since two events of tip bending were noted in a short time span, there was need to report both to the bd manufacturer as well as submit this FDA report. Ref report: mw5168656.